Event description:
Initial calibration and verification that doppler was operational with biosensor wire. Access achieved, peripherally inserted central catheter (PICC)/biosensor wire inserted approximately 15cm. Doppler turned back on and would not provide visual or audio feedback. Catheter removed to reassess biosensor wire positioning. Position verified. Catheter reinserted with same biosensor wire. Still no feedback. Catheter removed, dilator venous access stabilized, biosensor wire removed and replacement biosensor wire inserted into catheter. Catheter reinserted into dilator. Biosensor feedback achieved. Catheter successfully inserted with vps. No patient harm.======================manufacturer response for biosensor wire, vasonova (per site reporter).======================ambulatory treatment unit notified manufacture, no response received/available.what was the original intended procedure?PICC line insertion using vasonova teleflex vascular positioing sensor (vps) biosensor wire.